Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h3,h6(type of investigation, investigation findings, conclusion),h11 trp4046 iab catheter was inserted via the femoral artery. After confirming no calcification, the catheter was placed, but the optical sensor failed immediately, triggering an iab optical sensor malfunction alarm. The device module showed no issues, so a catheter side optical wire break was suspected. Treatment continued using an external blood pressure input. The product was returned with the membrane completely unfolded and blood found on the exterior. One kink was found on the extender tubing approximately 74.9cm from the iab tip. The fiber optic sensor was found broken within the y fitting. The reported failure was confirmed by a evaluation, a fiber optic break was found. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Event description:
It was reported that transray plus 40cc balloon catheter after insertion, the optical sensor pressure was not output, and an alarm sounded indicating iab optical sensor malfunction. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).